Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for investigation. The measurable dimension were checked and found to be in compliance with the technical drawings and (B)(4) specification. Examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and the international standard. Visual inspection showed that the post was bent and flat on one side. The bottom disc was pulled out. A deformation pattern on the post showed evidence of too high axial force, resulting in bottom disc pull out. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the flap fix detached during surgery. The patient had a large bone defect, so a flap fix was placed, but it detached off of its base. The implant needed to be replaced by another flap fix 18 mm. There was no harm to the patient and all parts were retrieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.